Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display, and when attempting to power the device on there were no voice prompts. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the device would not power on when prompted, which is why the customer had originally stated that there were no voice prompts. Physio found that the customer had previously installed the shorting plug onto the device¿s charge pak assembly and then removed it. This action of installing and removing the shorting plug crushed the contacts on the charge pak assembly and upon being placed back into the device, caused its internal hybrid layer capacitor (hlc) batteries to deplete which prevented the device from powering on. The cause of the reported issue was determined to be use error due to the customer installing, then removing, a shorting plug onto the charge pak assembly prior to reinstalling it into the device which resulted in the depletion of the internal hlc batteries.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display, and when attempting to power the device on there were no voice prompts. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.